Manufacturer narrative:
Batch review performed on 07 december 2015: lot 151098: (B)(4) items manufactured and released on 07 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Investigation performed by the packaging manager on 30 november 2015: during the visual inspection, red dots were clearly detected on the liner as well as it could be seen from the picture previously provided: so, the claimed defect was confirmed. Anyway, the liner was returned inside the blisters: the package was completely opened so it can't be excluded that during its opening a contamination could have occurred, accidentally, in the or itself. In particular, even if in the or they all wear specific clothes/ devices to avoid any kind of contamination, it must be considered that also in the room where the involved item was packed at medacta csp the operators have to wear specific clothing and to respect the dedicated procedure po 06.02 (entry rules for personnel in controlled environment areas). Moreover, the lot involved in the complaint (B)(4) is made up (B)(4) items released on 07 july 2015. No similar events registered even if more than (B)(4) pieces were already sold. It can be also added that on 15.jun.2015 ic 08.03.001 and po 06.02 were updated, rev. 7 and rev.8 respectively, and a specific training session ((B)(4) 2015) was carried out to all the operators involved into the packaging process . A CAPA was carried out to dam similar issue (impurity on the packaging), a specific training session was done as well on (B)(4) 2015. For all the above, we can declare that the packaging activities are under control and the operators are all well trained; it is not possible decide a root cause for this event and determine the origin of the object. On the other hand, it can't also be assumed that the contamination occurred in the or, so no definitive root cause can be identified with the information at disposal.

Event description:
During surgery the surgical technician noticed that there was a red dot on the inside of the dm liner. She requested a new liner for use in the patient. The red dot appeared to be debris on the liner and not manufactured into the liner. The debris came off the liner and is broken into pieces in the package it came in. The liner will be returned.